Manufacturer narrative:
One infusion pump was retuned for evaluation. Visual inspection of the device found the top and bottom cases to be cracked. Upon review of the event history log, primary audible alarm post errors were found. Device underwent flow and occlusion tests. The reported customer complaint was unable to be confirmed. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing. Device was noted to be over 10 years old.

Event description:
Information was received that device had a primary audible alarm. No adverse effects were reported.